Manufacturer narrative:
Upon investigation, corrosion was found in the joint area of the jaw and also on the edge of the remaining jaw. Furthermore, a small crack with corrosion is visible on the remaining jaw. The broken-off jaw was not returned. The outer edge of the breakage surface on the instrument looks deformed, the inner edge shows some discoloration. The root cause of the breakage most likely is repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel. Repeated stress overload can create micro fractures which develop to cracks, which can be weakened by corrosion and lead to breakage. To achieve more robustness, especially in consideration of mishandling, the area of breakage was reinforced starting with production jan. 2016 - current product was manufactured in april 2015.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): during a laparoscopic procedure, while being used in the patient's abdomen, one side of the jaw of the "johann" laparoscopic insert forceps bowl came off the instrument.